Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: x11-180315, bi-metric/x por nc lat 15x155, 260500, us157858, m2a-magnum pf cup 58odx52id, 829560, 157452, m2a-magnum mod hd sz 52mm, 577450. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02964. Product location unknown.

Event description:
It was reported that the patient underwent revision. During the revision, the taper was cold-welded to the stem. Operative notes stated that the femoral head was cold-welded to the trunnion despite utilizing a fair amount of force on the trunnion separator. An extended trochanteric osteotomy was performed to remove the femoral stem. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.